Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 38 indicating insulin motor stall; the alert initially cleared after a restart as instructed, then recurred, and a replacement ilet was arranged. Symptoms included hyperglycemia with a reported maximum glucose of 374 mg/dl for approximately 2¿3 hours and a slight headache; the user administered 1 unit of fiasp as back-up therapy and did not seek medical care. Outcomes included temporary interference with insulin delivery and the need to replace the pump. Investigation included review of device history and user-reported troubleshooting, including restart verification and charge status confirmation. Investigation of this delete revealed a suspected stalled motor in the insulin delivery mechanism consistent with an insulin pump motor stall alert. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive device or user-related root cause.